Manufacturer narrative:
Sensor 0m0005phjqr has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective no malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an adverse skin reaction after 12 days of wearing an adc freestyle libre sensor. On 19-nov-2018, customer noticed symptoms described as redness and blisters and had contact with a healthcare professional who prescribed prednicarbat acis 2.5 mg (topical corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after 12 days of wearing an adc freestyle libre sensor. On (B)(6) 2018, customer noticed symptoms described as redness and blisters and had contact with a healthcare professional who prescribed prednicarbat acis 2.5 mg (topical corticosteroid) cream for treatment. There was no report of death or permanent injury associated with this event.